Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer also reported multiple pump error alarms and was able to clear the alarm and was not able to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind due to a combination of corrosion on the home motor switch and the motor being unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion, and self tests due to pump error 38.